Event description:
Complaint received stating "at first post op visit, (B)(6) when some wetness was noticed, on (B)(6) second post op visit physician discontinued use of product when the bandage was found to be saturated and infection found." Product returned for evaluation found to be within specification with no leaks. First post op visit found moisture in bandages and infection at second post op visit with saturated bandage. IFU for cold therapy unit used with foot wrap clearly states discontinue use at sign of moisture so it should have been removed at first sign of moisture. Pt received follow-up treatment for infection, details unk at this time.